Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the reporter, on approximately (B)(6) 2025, the cgm was displaying 74 mg/dl while the bg was 40 mg/dl. At the time the patient was laying in bed when the patient experienced sweating and seizure. When the caregiver arrived, she saw the patient having a seizure in bed and called emergency medical services (ems). When ems arrived, they took the patient¿s bg, which was 40 mg/dl and the cgm was 74 mg/dl. The caller is unable to recall if ems provided medication or first aid to the patient. Ems rushed the patient to the hospital. Upon arrival, the patient¿s bg was checked and was 26 mg/dl, no cgm value was provided. The reporter is unable to provide any additional details of when the patient was in the hospital. At the time of the report, the patient was still in the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.